Event description:
According to the reporter, the main tube of central venous catheter was not unobstructed/not smooth. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.